Event description:
It was reported that when using the bd pyxis¿ anesthesia station es patients did not cross over. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had an issue where patients failed to cross over. A technical support specialist (tss) dialed into the station, found that the station was not communicating with the server, and determined the last communication time. The tss then logged in as the carefusion admin, corrected the date and time, and confirmed that the station resumed communication with the server. The system functioned as intended after the technical support specialist troubleshot the device.